Event description:
Left ventricular lead was being placed in the left coronary sinus. Tip of sheath (3-4 mm radiopaque tip) 'came off' in the patient's left subclavian vein. The foreign body was retrieved.